Manufacturer narrative:
Concomitant medical products: product ID 977d260 lot# serial# va1s40j036 implanted: explanted: product type screening device product ID 977d260 lot# serial# va1s40j037 implanted: explanted: product type screening device other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 08-jun-2022, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 08-jun-2022, UDI#: (B)(4). (B)(4) pertain to product ID: 977d260, serial# (B)(4), product type: screening device and product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an external neurostimulator (ens). It was reported that the leads were unable to be placed during implant and were explanted. It was noted that the reason for this was unknown at the time of the report. The patient as exited from the study on (B)(6) 2018. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.